Manufacturer narrative:
Visual inspection of the device found that the device was intact but has a crack proximal to the medial edge of the central post. The device was in the field for over four years but used an unknown amount of times. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. According to the zimmer sales representative that was present during the surgery, the proper surgical technique was followed. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the construct for all persona users on file at the time of the field notice, but his device is not a part of the re-design scope. Based upon this information, the root cause can be said to be wear and tear from use.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the device broke while trialing during knee arthroplasty.